Event description:
This spontaneous case was reported by a consumer and describes the occurrence of salpingectomy ("her fallopian tubes were removed and she continues having some of the effects that it caused to her") in a female patient who received essure. On an unknown date, the patient started essure. On an unknown date, the patient experienced salpingectomy (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (fallopian tubes were removed). Essure was withdrawn. At the time of the report, the salpingectomy outcome was unknown. The reporter considered salpingectomy to be related to essure. The reporter commented: she has seven years wearing essure, and it has destroyed her life, despite it and her fallopian tube were removed she continues having some of the effects that it caused to her. Case was retrieved from a "starting petition" web site (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 04-apr-2017 for the following meddra preferred term: salpingectomy. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-mar-2017: quality safety evaluation of ptc. Company causality comment: this is a non-medically confirmed case report received via social media. It refers to a female consumer who had her fallopian tube removed due to essure (fallopian tube occlusion insert) therapy. This event is anticipated in essure's reference safety information. In this case, minimal information was provided. Neither the medical reason for fallopian tubes removal nor the effects consumer experienced were specified. Although limited information is available for a comprehensive causality assessment, company cannot exclude consumer's fallopian tubes were removed as a consequence of essure therapy. Thus, this case is regarded as an incident. A product quality defect could not be confirmed but is considered plausible. No active follow-up will be pursued due to lack of contact details.